Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte ¿ luer access split septum and end cap). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd pegasus¿ safety closed IV catheter system luer with bd q-syte ¿ luer access split septum and end cap the ¿nurse found liquid leaked from the q-syte during infusion.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Medical device lot # corrected to: unknown. Investigation summary: confirmation of the defect stated in the product incident report could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. This incident is indeterminate. Investigation conclusion: relationship of device to the reported incident: indeterminate ¿ units were not received for this incident therefore the defect could not be identified and root cause could not be determined.

Manufacturer narrative:
Additional information was received for the category number (s), the following field(s) have been updated: it was reported during use of the bd pegasus¿ safety closed IV catheter system there was leakage as ¿a chemo spill occurred due to the phaseal syringe adapter breaking.¿ there was no report of injury or medical intervention. Medical device brand name: bd pegasus¿ safety closed IV catheter system. Medical device type: n/a. Common device name: intravascular catheter. Medical device cat #: 383732. UDI: (B)(4). 510k: n/a.

Event description:
It was reported during use of the bd pegasus¿ safety closed IV catheter system the ¿nurse found liquid leaked from the q-syte during infusion.¿ there was no report of injury or medical intervention.